Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on an unknown date. Blood glucose reading was unknown. Customer stated that insulin pump was giving too much insulin. It was unknown whether the customer was using auto mode or not. The customer will continue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.